Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the faradrive steerable sheath was selected for use during a catheter ablation procedure. During the procedure, continuous air aspiration was observed while drawing backflow during farawave insertion. The procedure was successfully completed using a replacement device. No patient complications were reported. The product will be returned for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that the faradrive steerable sheath was selected for use during a catheter ablation procedure. During the procedure, continuous air aspiration was observed while drawing backflow during farawave insertion. The procedure was successfully completed using a replacement device. No patient complications were reported. The product will be returned for analysis. It was further reported a starter guidewire and farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. The pump was used for the irrigation of the sheath. The bubbles were observed from the flush port to inside the syringe. The guidewire tip was in the same position as the tip of the faraview. No other issue has been reported.

Manufacturer narrative:
Update to b5 describe event or problem.

Event description:
It was reported that the faradrive steerable sheath was selected for use during a catheter ablation procedure. During the procedure, continuous air aspiration was observed while drawing backflow during farawave insertion. The procedure was successfully completed using a replacement device. No patient complications were reported. The product will be returned for analysis. It was further reported a starter guidewire and farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. The pump was used for the irrigation of the sheath. The bubbles were observed from the flush port to inside the syringe. The guidewire tip was in the same position as the tip of the faraview. No other issue has been reported.